Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. It was noted that the criteria for the right ventricular lead integrity alert were met. Analysis also indicated pacing capture threshold in the right ventricle was elevated and unstable.

Event description:
It was reported the lead displayed unstable thresholds, high thresholds, and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.